Event description:
The advocate called for help with the customer's contour meter due to low readings. While troubleshooting, it was discovered the meter display was missing segments. The customer and advocate did not appear to be aware of the missing segments, but no adverse events were alleged. The meter was returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned meter and confirmed that all segments were missing in the unit position.